Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The data logs were reviewed and the purge pressure remained stable at around 550 mmhg through the case and there were no significant changes in purge flow. The returned product was purged for 10 minutes on a lab console and a cassette from the lab. No leaks were reproduced. There was some biomaterial around the impeller and the purge gap was seen. A syringe was taken and connected to the side arm to add pressure to try to exacerbate if there was a leak. No leaks were reproduced. There were no damages seen of the pump. The root cause of the purge leak - pump could not be determined as it was not able to be reproduced and unknown what occurred in the field. B.7 added information that was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26644. E.1 added fax number and us phone number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26644. G.1 added contact facility name as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26644.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock. Section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported on 73 year old male with impella 5.5 pump due to acute myocardial infarction/cardiogenic shock. It was reported that a leak in the area of the yellow-to-yellow connection or in the covered area of the filter of the impella 5.5 was observed. The nurse could not see where it was coming from. The patient continued on support until he was successfully weaned and explanted.